Manufacturer narrative:
(B)(4). The exact date of the hospitalization for peritonitis was not reported but it was reported to have been in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient had a break in aseptic technique further described as wet contamination during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized for this event. The patient was treated with tobramycin (intraperitoneally, dosage and frequency not reported). The cause of the peritonitis was a break in aseptic technique. The patient was hospitalized for 14 days and has recovered from the event. The patient was retrained on proper technique and pd therapy was ongoing. No additional information is available.